Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: returned product consisted of an innova self-expanding stent delivery system (sds) and no other devices. The shaft and the stent were visually examined for damage. The shaft was kinked at the nosecone. The stent was partially deployed approximately .25cm from the end of the middle sheath. Visual examination of the middle sleeve revealed some damage in the form of some buckling. The handle was taken apart to inspect any internal components that may have caused the thumbwheel to malfunction and not deploy the stent; however, there was nothing visually noticeable. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 02-aug-2016. It was reported that the stent failed to deploy. Vascular access was obtained via contralateral approach. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified left superficial femoral artery. A non-bsc guidewire was advanced; however due to severe angulation, slight resistance was encountered. After a non-bsc guidewire crossed the lesion, a coyote balloon catheter was advanced for dilation. A 7mmx180mmx130mm innova self-expanding stent was then advanced. After rotating the thumbwheel ten times, the physician felt discomfort in deploying the stent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed partial stent deployment.